Event description:
It was reported that patient presented for an implant procedure. It was noted that the right atrial lead exhibited noise from electromagnetic interference when the physician hooked up the pacing system analyzer (psa) to the lead. The lead was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.